Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via email that the 2.6 mm drill bit from an ar-9928bck-mis fibertak achilles speedbridge kit broke when going over the wire drilling for the distal tunnel with the red guide. The drill bit broke into many fragments which were all successfully removed. This was discovered during a mis achilles procedure on (B)(6)2024.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/27/2024 additional information was received by a sales representative via email who stated that the procedure performed was an akin osteotomy. An arthrex representative was present. The patient's bone quality was very good. Another staple 9x7 was used to complete the procedure. The procedure was delayed by 10 minutes. No need for additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the visual evaluation information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.